Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Healthcare professional reported "rupture" against right device. The device remains implanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: striated broken on radius and non-penetrating nick. Based on the device analysis the final assessment is a striated broken on radius assessed as surgical damage." Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported "rupture" against right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Device has been explanted.